Event description:
It was reported that the implantable neurostimulator (ins) would not charge and was "dead." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device had been "dead for months." The patient had an appointment with her health care provider in a week to discuss explanting the device. The patient had "huge scars" in her back that were about 5 inches each. When the patient could turn her implantable stimulator on, she couldn't breathe and it would "vibrate" her ribs. It was stated that the device wouldn't charge, even with sleeping on the charger the whole night. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, lot# v650988015, implanted: (B)(6) 2011. Product type: lead: product ID 3778-60, lot# v650988014, implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).